Manufacturer narrative:
Please reference report number 2134265-2020-03344 for related complaint.

Event description:
A patient was found to have duplicate vena cava that ended at the left renal vein. Based on these finding, the decision was made to place bilateral greenfield filters. On (B)(6) 2005, both filters were implanted without tilting or abnormality. On (B)(6) 2019 a CT of the abdomen without contrast was performed and revealed there was an ivc filter within the right ivc with the tip approximately 9mm below the right renal vein. The apex of the filter was touching the medial ivc wall. There was perforation of the struts beyond the ivc wall with no involvement of an adjacent organ or vessel. The ivc filter was intact. There was a second filter within the left inferior vena cava with the filter tip located at the level of the left renal vein. The filter was aligned straight along the course of the ivc. The apex of the filter was not touching the ivc wall. There was perforation of several posterior struts through the ivc filter wall with no involvement of adjacent organs or vessels. The ivc filter was intact.